Event description:
It was reported that the patient's right ventricular (rv) lead had externalized conductors. The patient was asymptomatic. The rv lead was explanted and replaced. The patient was stable throughout the procedure. Further information was requested but not received.

Event description:
Additional information received indicated the externalized conductors noted on the right ventricular (rv) lead was discovered via fluoroscopy.